Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4); poor communication screen and (B)(4)-replacement ptm; poor communication screen. Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 12mg/ml for a total dose of 2.349 mg/day via an implantable pump for non-malignant pain. It was reported in 2016 that patient had been losing a lot of weight. It was also noted "the skin is so loose" and the pump moved easily. Caller stated she did lift the pump and turned it sideways. It was reviewed the possibility of the pump being flipped. Patient stated she has a refill appointment on (B)(6) 2016, but stated she will contact the hcp to see if patient can get in sooner. It was reviewed patient was to follow up with healthcare provider (hcp) to discuss the issue. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.